Manufacturer narrative:
.

Event description:
The customer reported a speaker malfunction error is shown on the display of the x2. The device was being used for clinical monitoring. No patient harm was reported.